Event description:
It was reported the patient had the device replaced a day prior to the report because of normal battery depletion. The patient reported he had the device for five years and it was time for a replacement. No outcome was reported. Follow up is being conducted to obtain this information. If additional information is received an additional report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient¿s battery was not holding a charge. The battery depletion was normal and the patient recovered without permanent impairment.